Manufacturer narrative:
This adverse event is part of clinical study (B)(4).

Event description:
(B)(4) (dissection of the aorta descending thoracic aorta, femoral artery dissection). Procedure summary: the subject was enrolled, into (B)(4) on (B)(6) 2014. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin but not on any other antiplatelet medication, at the time of index procedure. On (B)(6) 2014, the subject received the loading dose of 325 mg aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus valve. There was correct positioning of the lotus valve into the proper anatomical location and neither repositioning nor retrieval was attempted. Interval history: on (B)(6) 2014: complete heart block (001) (reported as cec-new permanent pacemaker implantation resulting from new or worsened conduction disturbances- adjudication results pending. Dissection of the aorta descending thoracic aorta (002). On (B)(6) 2014, 3 days post index procedure, the site reported event dissection of the aorta descending thoracic aorta. The subject was recommended to have a CT performed. On (B)(6) 2014, CT revealed "initial tear of the proximal descending thoracic aorta extending 15.3 distally with 38x37mm dissection distally associated with a large intramural hematoma/dissection with partial thrombosis of the false lumen." Per edc, site has confirmed that the lotus introducer led to the dissection of the thoracic aorta. On (B)(6) 2014, CT revealed persistent type b dissection of descending thoracic aorta as well as a localized right common femoral artery dissection with severe stenosis. The subject was recommended to have a vascular consultation. On (B)(6) 2014, it was of the opinion that the type b aortic dissection can be treated medically with regular imaging. No hematological measurements and transfusions were performed. The varc classification for the vascular complication was major. On (B)(6) 2014, the event of 'dissection of the aorta descending thoracic aorta' was considered to be resolved. Potential relationship to study procedure per investigator for event: related. On (B)(6) 2014, 3 days post index procedure, the site reported an event of femoral artery dissection. The subject was recommended to have a CT performed. Per edc, site has confirmed that the lotus introducer led to the femoral artery. On (B)(6) 2014, CT revealed localized right common femoral artery dissection with severe stenosis along with the dissection at aorta. On (B)(6) 2014, the subject was surgically treated with removal of "a large plug" at the "intraluminal region containing semiorganized thrombus". Per source, the right femoral artery was occluded due to percloser and angioseal devices. No hematological measurements and transfusions were performed. The varc classification for the vascular complication was major. Of note, post vascular surgery, the subject was noted to be anemic due to blood loss. The subject was transfused with 3 units of prbcs and 1 unit of ffb to achieve the inr of 1.6,ste has confirmed that the event does not meet cec criteria of bleeding and does not wish to report the same. On (B)(6) 2014, the event of 'femoral artery dissection' was considered to be resolved. On (B)(6) 2104, the subject was discharged on aspirin and clopidogrel. Potential relationship to study procedure per investor for event: related. Adjudication results: event 1: complete heart block, adjudication results: pending; event 2: dissection of the aorta descending thoracic aorta, adjudication results: pending; event 3: femoral artery dissection, adjudication results: pending.